Manufacturer narrative:
D.2. Additional medical device type: pch. D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for false positive results when using the bd max enteric viral panel assay (ref. 443985) of an unknown kit lot was performed by the complaint¿s history review. Customer reported obtaining false positive results on unspecified targets when using an enteric viral panel assay of an unknown kit lot. There is no indication of an increase in complaints for discrepant results when using the bd max enteric viral panel assay. Despite multiple attempts made to receive information from the customer, no kit lot nor data was provided for the investigation. Without data, bd is unable to identify the cause of the customer issue. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd max¿ enteric viral panel, a false positive patient result was obtained. There was no report of patient impact.